Event description:
It was reported a broken needle occurred during patient use. There was no patient injury. No additional details are available as the complainant is no longer employed at the facilty.